Manufacturer narrative:
(B)(4): the customer alleged that so2 measurements on this device are higher than other brand spo2 monitors, and are higher than arterial blood gas measurements. Philips has received reports where inaccurately high spo2 readings have led to failure to alarm when pts have desaturated. No pt harm was reported by this customer. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that so2 measurements on this device are higher than other brand spo2 monitors, and are higher than arterial blood gas measurements.